Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter error occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause of the transmitter failure could not be determined. The reported event of an unknown transmitter error is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.